Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.  The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-03970, 2134265-2014-04144. It was reported that automatic pullback failure occurred. A 100v galaxy 2 system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. The physician used the motor drive unit 5 to perform pullback however it failed to perform automatic pullback. No patient complications were reported.